Event description:
The customer reported several instances of the product cracked and leaking. All of the cracked product was found on home care pts. For this complaint "other nurses reported some leaking, but did not associate it to the caps being cracked. They thought it wasn't screwed on tight enough." There was no report of pt harm or medical intervention. No further pt or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer report of cracking and leaking could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.